Event description:
In an attempt at passing the beaver blade into the knee through the outer medial portal, the blade broke and through multiple attempts, the blade was washed into the posterior confines of the posterolateral margin of the tibial plateau ove its posterior rim. Physician was unable to retrieve the blade. Pt arrived to e.r in pain. Pt taken to surgery as an emergency and the blade was retrieved.